Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed low battery within a week of battery replacement, battery out limit, weak battery, and motor error alarms. The blood glucose reading was 93 mg/dl. The customer's mother stated that the motor error alarm occurred during a normal basal delivery. No significant events leading to the alarm were observed other than the battery life issues. The caller stated that the customer had gone through 3 batteries in 3 days. All troubleshooting related to the battery alarms resulted in advisement that a replacement battery cap would be sent. However, the customer was advised that the insulin pump would be replaced. Another error alarmed during troubleshoot. Nothing further reported.